Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the procedure, the surgeon went after the right upper lobe (rul) in the very proximal posterior segment. The user did the navigation, the needles passed and the forceps bite with no issues. A biopsy system from another manufacturer was used at the end of the case. The surgeon and fellow did the passes using that system. The surgeon grabbed part of the pulmonary artery, and a massive airway bleed was discovered when performing a bronchoalveolar lavage (bal). The physician was able to complete the electromagnetic navigational bronchoscopy (enb) portion of the case. The patient was stabilized and transferred to the intensive care unit (ICU). The event led to an extension of the patient's hospitalization and resulted in a temporary injury.

Event description:
It was reported that during the procedure, the surgeon went after the right upper lobe (rul) in the very proximal posterior segment. The user did the navigation, the needles passed and the forceps bite with no issues. A biopsy system from another manufacturer was used at the end of the case. The surgeon and fellow did the passes using that system. The surgeon grabbed part of the pulmonary artery, and a massive airway bleed was discovered when performing a bronchoalveolar lavage (bal). It was noted the the surgeon was able to control the bleeding. The physician was able to complete the electromagnetic navigational bronchoscopy (enb) portion of the case. The patient was stabilized and transferred to the intensive care unit. The event led to an extension of the patient's hospitalization and resulted in a temporary injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.